Event description:
International affiliate reports revision of an extension was performed due to four mis cannulated x-tab screws that had loosened and one concorde bullet cage that had partly backed out into the spinal canal. The patient is a large male. The following mfg. Medwatch reports are being filed for the four screws and one cage that were involved in the event: 1526439-2014-12053. 1526439-2014-12054. 1526439-2014-12055. 1526439-2014-12056. 1526439-2014-12057.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Discarded.